Event description:
The hosp reported that a pt received a 2nd degree burn on the right knee, after an exam where a knee coil was used in combination with the microscopy coil.

Manufacturer narrative:
(B)(4): eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.